Event description:
Surgeon reports a knife was in a box of knives. He was performing a clear corneal approach and experienced complications with the wound. He was able to close the wound with a single suture.